Event description:
It was reported that a pt underwent a gynecological procedure in 2008. During the procedure, the disposable hand piece bound up when attached, but when the disconnect on the cpc connector was pressed, the device worked correctly. The procedure was successfully completed with the same device with no adverse pt consequences.

Manufacturer narrative:
(Damage to drive connector/coupling)- the actual device involved in this event was returned for eval. Using a disposable hand piece, the unit ran for ten minutes clockwise and ten minutes counter-clockwise without the blade stopping or other problems. The internal inspection revealed no loose hardware or electrical connections. Full performance verification confirmed that unit performed per requirement. In addition, a review of the device mfg records was conducted, and the device met all finished goods release criteria.